Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305145 and lot number 2279794. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported that during use with bd precisionglide¿ needles the needle pulled out of hub and remained in patient. Patient impact was unable to be obtained. The following information was provided by the initial reporter: it was reported by customer that needle part comes out in the patient.